Event description:
It was reported that while using the surgical fiber during a prostate procedure, the glass cap broke at 76, 686 joules of use; approximately 14 minutes elapsed. The cap fragments were flushed from the bladder. The fiber was replaced and the procedure completed using a second fiber. Patient outcome: "no adverse pt outcomes".